Event description:
While flushing the line after PICC was inserted, patient began having shortness of breath, flushing and redness, diaphoresis, and nausea. Reaction resolved after 8 minutes and the PICC was left in the pt. Reporting rn was not the one who placed the line, and she does not know if the wire had been pulled before flushing, but it is the general practice to leave it in.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review showed no other similar product complaint file(s) from this lot.